Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and foreign material was detected in the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, although foreign material was observed in the biopsy channel, the specific material could not be identified. Therefore, the root cause of the foreign material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: "inspection of the instrument channel". This supplemental report includes information added to b5. Also, ¿foreign¿ was inadvertently selected in g2 on the initial medwatch. "Foreign" is deselected. Also, h3 has been updated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was inspected and reprocessed by the customer prior to returning to olympus.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope brush and forceps passage exhibited no pass or clogged, and when checked with borescope a foreign object was found. There were no reports of patient involvement.